Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure, the angulation of the bending section in unspecified direction did not work and the bending section of the subject device could not be straightened easily within the patient. The user facility was able to straighten the bending section with effort and was able to withdraw it from the patient. The user facility changed the subject device and the procedure was completed with another device. There was no report of patient injury associated with the event.